Event description:
It was reported that during a minimally invasive vats right lower lobectomy lung, possible right thoracotomy procedure, on the sixth fire the device stapled only halfway. Another device was used to complete the procedure. There was no pt consequence.